Event description:
It was reported that the pump would not recognize the cassettes. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the device used and in good condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective latch flex sensor. The latch flex sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.